Event description:
Litigation papers allege patient suffers from pain and elevated metal ion levels.update 07/06/2012 - plaintiff fact sheet was received. Part / lot numbers were added. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.update rec'd 12/15/14 - plaintiff¿s preliminary disclosure form was received, which identified dor. The adapter sleeve, srom sleeve and stem are now being added for elevated metal ion levels. The complaint was updated on: 1/13/15.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4)